Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint regarding the heartstart xl+ defibrillator monitor indicating a flat line while delivering the shock. A patient was in ventricular fibrillation. It was a code blue situation. The delivery of the shock was delayed because the user had to arrange another defibrillator. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Event description:
Philips received a complaint on the heartstart xl+ indicating that the device failed to deliver shock during use on a patient resulting in delay in treatment. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
This report is based on information provided by a philips field service engineer (fse), authorized service provider (asp), clinical expert and medical safety expert and has been investigated by the philips complaint handling team. The device was evaluated onsite and there were no issues observed. Performance checks were completed using a defibrillator analyzer and no issues were observed. The device was confirmed to be functioning as intended. There were no repairs performed and no parts replaced. The device remains at the customer site. The device history logs and patient event files were requested and were not provided. An evaluation was performed on the provided ECG strips for the event. In reviewing the strips provided, there appears to be an issue with the pads contact with the patient. There are 4 instances where the device indicates marginal contact with the patient, which the pads were removed from the patient, and then reapplied. These 4 instances occurred while the device was in manual mode, which the device is switched into AED mode. Once in AED mode, there was no contact with the patient (either pads or paddles), preventing the device from assessing the rhythm. Following this the device was turned off. A clinical harm review of the event and available information confirms that the cause of the reported problem is unknown and unable to determine. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.